Manufacturer narrative:
The field service engineer found a solenoid valve was contaminated. He replaced the valve and the sodium electrode. He performed ise checks, ise calibration, and ise qc. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen. 2 results for four patient samples from the cobas 8000 cobas ise module. The questionable results were not reported outside of the laboratory.